Event description:
It was reported that the patient presented for a follow up. The patient's right ventricular (rv) lead exhibited dislodgement. The device was re-programmed off. The patient received a blood transfusion and was discharged.